Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a scratch on the left corner of the screen. The scratch was on the reservoir icon. The clip on the back of the insulin pump broke, causing the scratch. She did not think the insulin pump was acting up but she disliked not seeing how many units she had on the insulin pump. Customer's blood glucose level was not reported. The self-test and displacement test passed. The device was not returned.